Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported leaflet motion was tested with the blue actuator during implant, and the valve was rotated within the annulus to attempt appropriate leaflet motion. There was no impingement reported, and the valve was fully sutured and tested prior to removal. It was also reported that the replacement device was a mechanical vale of the same size and model. No additional adverse patient effects were reported.

Event description:
It was reported that during an aortic valve replacement surgery, the mechanical valve ap360 was opened and examined, revealing no ab normalities. After the initial implantation, the mechanical valve ap360 was found to be stuck, leading to severe regurgitation. The two leaflets of the valve could not completely close, causing the regurgitation. The valve was explanted and replaced with an unknown valve, upon re-beat, no regurgitation occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.